Event description:
A micro-driver rx coronary stent delivery system length 18mm, diameter 2.5mm was implanted in pt's mid lad. Five days prior to implant of micro-driver rx coronary stent delivery system length 18mm, diameter 2.5mm a micro-driver rx coronary stent delivery system length 24mm, diameter 2.5mm (MFR report# 2953200-2009-01153) was implanted to a lesion in pt's mid lad. The micro-driver rx coronary stent delivery system length 18mm, diameter 2.5mm was used to treat stent thrombosis of the previously implanted stent. No issues were reported during index procedure. The pt was admitted to hosp twelve days post implant of second micro-driver rx coronary stent delivery system. An export aspiration catheter was used to treat a thrombus in the stent. The pt status post procedure is unk. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
Secondary intervention - (export catheter used). Eval codes, results: stent thrombosis.